Event description:
It was reported that during the procedure, the product overheated and pieces of the sheath broke off in the pt. The broken pieces were removed with grasping forceps through the initially placed scope.

Manufacturer narrative:
The cutting loop was returned for evaluation. Visual inspection results indicated that a small piece of the blade appeared to be missing. The device history record could not be reviewed as lot information was not provided by the user facility. The IFU which accompanies each device states, "the resector device should be used only by a physician who is familiar with the use of electrosurgical instruments, devices and power generators. Consult the medical literature regarding techniques, typical power settings, complications, and hazards prior to any endoscopic procedure. Constant irrigation is required throughout the procedure, and the distal tip of the device should be submerged and kept in view at all times. Use sterile non-conductive irrigation solution only. Immediately discontinue use if breaks or fractures appear in the resector device. Breaks or fractures may allow undirected emission of electrical energy, rendering the device useless and potentially causing harm to surrounding tissues. Do not bend or manipulate the device. Care should be taken to avoid severe impacts, side stresses or bends at sharp angles. (B)(4).